Manufacturer narrative:
(B)(4). Date sent: 7/24/2024. Additional information was requested, and the following was obtained: what was the shape of the staples? Was the retaining pin in the seated position prior firing? Was the transection performed in one or two firings? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Response: I am unable to obtain further information from the customer, have already followed up several times.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: batch # 793c04. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Make sure tissue to be stapled is properly positioned in the jaws before stapling. Bunching, stretching or uneven loading of tissue could result in leakage, lack of hemostasis, or disruption of staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 793c04, and no non-conformances were identified.

Event description:
It was reported during a low anterior resection the cs40g was used in surgery, no issue when firing the stapler, however when attempting to enter the cdh29b into the anal cavity where curved contour stapler lined was, the curved contour line split. Surgeon did not think there was any issue with the patients tissue that could have caused this. Unknown surgical delay, unknown if the procedure completed, unknown fragments generated, unknown patient consequence, unknown medical intervention.

Manufacturer narrative:
(B)(4). Date sent 6/27/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "contour line split"? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? I believe the patient had a leak, however has recovered and is out of hospital. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? Leak managed post op. The leak was discovered post op. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.